Event description:
The information provided to sjm indicated a patient underwent mitral valve replacement with a 29mm sjm epic stented tissue valve (model: el-29m, serial: (B)(4)) on (B)(6) 2008. On (B)(6) 2012, the patient presented with a mitral peak gradient (pg) of 36mmhg and mean gradient (mg) of 21mmhg. The mitral valve area was reported to be 0.77cm2 with a pressure half-time of 182. Mitral gradients within this elevated range were present on subsequent visits on (B)(6) 2013 and (B)(6) 2014. The mitral valve area was reported to be 0.51cm2 with a pressure half-time of 431 on (B)(6) 2014. The valve was explanted due mitral stenosis on (B)(6) 2014.